Event description:
It was reported that the medication administered over eighteen (18) minutes instead of the standard thirty (30) minutes. There was patient involvement, but no harm. Upon due diligence with customer reported, a routine order of pembrolizumab 200mg/57ml was programmed to infuse at 130ml/hr with a volume to be infused (vtbi) of 65ml/hr manually via guardrails. The infusion completed in eighteen (18) minutes.

Manufacturer narrative:
Omit: report source other, other occupation, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: initial reporter addr 1,initial reporter city,initial reporter zip, initial reporter facility name, initial reporter occupation, report source. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of pembrolizumab could not be confirmed through log review and it was not able to be replicated during laboratory testing. The suspect pump module was found to be infusing within specification. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The facility reported an over infusion on 09dec2025, time not provided. A review of the pou and pump module error logs showed no errors were recorded on the date of event related to the reported issue. On 09 december 2025, at 11:49 am, the event log review showed that the suspect pump module was attached to the concomitant pou and powered on. Between 11:49 am and 12:22 pm on 09dec2025, the pou was powered on and connected to the suspect pump module 8100 (s/n 115123223) on channel b, with an accumulated primary volume infused of 232.22 ml and no secondary volume infused, programmed at a rate of 130 ml/h with a vtbi of 65 ml, and the infusion started. Between 12:40 pm and 12:43 pm, an air in line alarm occurred causing the infusion to stop, at which time the primary volume infused had increased to 271.21 ml, channel off was selected, and all devices were turned off. Inspection and testing on the incident administration set could not be performed since the administration set was not available for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event of over infusion - pembrolizumab could not be determined through laboratory testing or log review. The suspect pump module was found to be infusing within specification. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the medication administered over eighteen (18) minutes instead of the standard thirty (30) minutes. There was patient involvement, but no harm. Upon due diligence with customer reported, a routine order of pembrolizumab 200mg/57ml was programmed to infuse at 130ml/hr with a volume to be infused (vtbi) of 65ml/hr manually via guardrails. The infusion completed in eighteen (18) minutes.